Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the patient's blood pressure dropped and he complained of presyncope. A chest x-ray showed a right ventricular lead perforation and a pericardial effusion. The lead was successfully repositioned and the patient was in stable condition.